Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. The test well images in question appeared visually negative. The testing strips (id298) were expired prior to the ability to test the strip product, but it was determined that retention strips had previously performed as expected on (B)(6) 2016 for the e antigen, in relation to another separate investigation. However, during this time period, the retention strips had not been assessed for c antigen directly, so a quality review of the DHR was undertaken. This review determined that all specifications were met prior to the release of the strip product to market.

Event description:
On (B)(6) 2016, a customer in (B)(6) reported obtaining unexpected negative antibody identification well results on the galileo echo. The determination of an MDR report was not concluded until 23sep2016.